Event description:
Physician performed a hysterosalpingogram with cooper surgical catheter kit 5 fr kraton catheter 61-5205 lot number 186149. Procedure went well. When physician attempted to remove the catheter the balloon would not deflate after multiple attempts. Physician had to cut the catheter in order to remove. Patient was concerned, but not harmed. Staff tested the balloon prior to the procedure and it was working fine. Staff opened another kit and when they tested the balloon it was not inflating uniformally. Both devices returned to materials management.